Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface with hinge post extension, catalog #: 00588006014 lot #: 63631403. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address hypermobility. Intraoperatively, the bushing pin was found to be lifted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). The product was evaluated through manufacturing review and the reported event was confirmed through radiographic inspection. The device history records were reviewed and no discrepancies were identified. X-rays provided identified that an offset bushing pin was present. There also appeared to be a chronic-appearing bone fragment, likely avulsed, just lateral to the femoral condyle. The overall fit and alignment was anatomic and the bone quality was within normal limits with no evidence of loosening, subsidence or fracture. Although a chronic-appearing avulsed bone fragment and joint hypermobility may be contributing factors to the backing out of the screw, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: nexgen femoral component left, catalog # 00588001601, lot # 63022746, nexgen all poly patella, catalog # 00597206535, lot # 63432240, nexgen stem extension, catalog # 00598801116, lot # 37108140, nexgen tibial component, catalog # 00588000600, lot # 63525160,, nexgen stem extension straight, catalog # 00598801013, lot # 63347443 femoral bone cement preparation kit, catalog # 00504905500, lot # 63516369, refobacin bone cement, catalog # 3003940002, lot # a603af0606. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.